Event description:
Customer reported a secondary of cyclophosphamide 500 ml was programmed to infuse at 330 ml/hr; however, the entire bag emptied in 20 minutes. The user observed back flow into the ¿hydration¿ bag (presumed to mean primary bag). No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.